Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and patella femoral wear. (Left). Since dr. (B)(6) was in there he decided to swap out the poly. The (12 mm poly came out and a 12 mm poly went back in) stryker patella implanted.